Manufacturer narrative:
Film evaluation summary; the exact cause of the occluded left limb and occluded left external iliac artery could not be determined from the films provided. Review of a pre-implant CT planning report confirmed that the patient had a thrombus filled proximal neck that ranged in diameter from 28 ¿ 30 ¿ 33mm along the 18mm length. The aaa also contained significant thrombus; 7cm below the renals the flow lumen narrowed to 14mm. The common iliacs were non-tortuous with areas of thrombus. The left common iliac artery was 15 ¿ 14mm in diameter along a 6.5cm length, the left external was more tortuous and ranged from 8 ¿ 11mm in diameter, with focal narrowing seen in the distal segment of the left external. Films during implant were not provided and the blood flow dynamics could not be assessed, and images of the occluded limb and distal vessels were also not available for review. A single returned still angiogram post-implant of just the left external iliac artery, showed only the distal two (2) stent rings of an endurant limb which were seen positioned into the left external. The stent graft was straight & patent, and there was patent blood flow distal to the left limb. Approximately 10cm from the end of the left limb the left external showed focal narrowing and a potential dissection. No stent graft issues were observed, however the majority of the stent graft could not be assessed. It is possible that occlusion was anatomy related due to a poor outflow issue caused by the dissection in the distal left external iliac artery. The cause of the dissection could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 52mm diameter abdominal aortic aneurysm. The patient's left iliac artery ranged in diameter between 8-15mm in diameter. It was reported that when the patient returned for follow up they presented with poor pulse in the left leg and pain with exertion. CT exam showed an occluded left limb of the stent graft and occluded left external iliac artery. It was noted that the left hypogastric was filling retrogradely. The physician was able to cross the total occlusion and put in an infusion catheter and infused tpa (tissue plasminogen activator) overnight. Cta the next day showed a patent limb and external iliac but narrowing of the left external iliac and stenosis distally. The left hypogastric was noted to be occluded also. An endurant limb was placed up to the flow divider on the left side and extended into the left external iliac artery beyond the proximal narrowing and then another manufacturers stent graft was placed in the distal external/ proximal common femoral artery. It was noted that flow throughout after this was brisk on the final angiogram and the event was resolved. As per the physician, the cause of the event was an anatomy related outflow issue due to the dissection in the distal external causing the limb occlusion and left hypogastric occlusion. The physician believes that the event was not related to the device. No additional clinical sequelae were reported and the patient is fine.